Event description:
Hill-rom received a report from the account stating brake not set alarm is not working. The bed was located at the account. There was no patient/user injury reported.

Manufacturer narrative:
The hill-rom technician found the brake alarm switch inoperable. A search of the hill rom maintenance records showed hill-rom performance preventative maintenance on this bed in 2009-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the brake alarms switch to resolve the issue. Based on this information, no further action is required.